Event description:
It was reported that the customer had occlusions caused by air bubbles in his reservoir and insulin infusion set. He declined troubleshooting and was able to clear the occlusions. His blood glucose reading was 101 mg/dl. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).